Event description:
It was reported that the patient presented to the hospital for inappropriate shocks due to noise on the ventricular channel. A test of the electrical parameters showed all were in range. The patient has been admitted to the hospital with telemetry and tachycardia therapy turned off. Lead remains implanted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.